Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is not working after three battery changes. Customer does not recall any significant events leading to the error. Customer's blood glucose was 130 mg/dl at the time of incident. Troubleshooting was done for battery issue but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken interface board. The insulin pump passed unexpected error test. No unexpected alarms noted. No alarms noted. The insulin pump was received with cracked belt clip slot.